Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-07191. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh implantation to treat enterocele. It was reported that the patient experienced pain, infection, urinary problems, and recurrence. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-07191. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that patient underwent an abdominal incision for an abdominal abscess on (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient concurrently underwent cystoscopy, abdominal sacral colpopexy, cystocele repair, sigmoid rectopexy, enterocele repair, and extensive lysis of adhesions.

Event description:
Reason for surgery: genuine sui, anterior vaginal prolapse.